Manufacturer narrative:
This follow-up is being submitted to relay additional information. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10-medical product: femur cemented (cr) standard left size 6, item# 42502606001, lot# 65301727; articular surface (mc) left 10 mm height, item# 42512100410, lot# 66079796; all poly patella cemented 29 mm diameter, item# 42540000029, lot# 66422961. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced redness around the incision which required oral antibiotics approximately one month post implantation. There is no additional information available.